Event description:
It was observed during the device inspection that the bronchovideoscope had vertical stripes appear on the image when meeting hot and cold water. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, it is likely due to some kind electrical/electronic component problem. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.